Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not sequestered for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported that a pump was programmed to infuse 40meq of potassium in ns for 1 hour however it was noted to have completed within 30 minutes. There was no report of patient harm.